Event description:
New information notes a vf episode due to noise with inappropriate therapy during cap charge. Increase impedance within normal range was observed. Externalized conductors were observed via fluoroscopy between the rv and svc c oils. Programming changes were performed. The lead remains implanted.

Event description:
It was reported that high capture threshold was found on the rv lead. Atrial crosstalk appeared on the rv channel during atrial pacing for threshold search. The physician decided to not take action, and the lead remains in service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.